Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, during usage of the device in a ureteroscopy, one of the three wires in the basket broke when removing a stone. The wire did not detach from the basket, and no adverse events were reported to have occurred as a result of the incident.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned partial device was performed during the investigation. A review of complaint history, the device history record, quality control data and device specifications was also conducted. No issues were identified that are related to the reported complaint. A partial device was returned for evaluation. The partial device measures 56.9 cm to the nose of the male luer lock adaptor (mlla). A visual examination noted a kink in the basket sheath at 46 cm. The support sheath and the basket sheath are still adhered. The collet knob is loose. The mlla is tight. The polyethylene terephthalate tubing (pett) measures 3.7 cm. There is a small kink at 23.5 cm from the mlla and one at 36 cm from the mlla. The basket formation and the cannula were not returned for investigation. The handle was disassembled. The returned portion of the coil assembly measures 61.6 from point of separation up to the cannulated handle. The nitinol wires cannot be felt inside the coil. The large cannulated handle measured 10 cm. For investigational purposes, the coil was stretched out to determine that the two nitinol wires are located inside the coil assembly. The ends of the nitinol wires have a cut at an angle appearance 63.2 cm of the nitinol wires inside the coil up to the small cannulated handle. The basket formation was not returned for investigation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances associated with the complaint device lot number that would cause or contribute to the reported failure mode. A review of complaint history revealed this complaint to be the only reported complaint associated to the complaint lot number 7674089. Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.